Manufacturer narrative:
The serial number of the device was unknown. Therefore, the date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. A visual assessment was performed and it was observed that the piece that contains the serial number and the screw that hold the piece on the hand control device were missing. Therefore, the reported condition was confirmed. However, an assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spine fusion surgical procedure, it was observed that the hand control device was broken, missing a screw and the piece that contained the serial number was missing. According to the report, it was observed that the screw was missing prior to the incision. The user was unable to put the motor device in safe mode as a result. It was further reported that the hand control device was sliding off the motor device. The device was in use with an attachment device. The reporter stated that there was no issue with the attachment device. There were no delays to the surgical procedure. It was reported that a spare attachment device was available. There was patient involvement. It was not reported of there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.